Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate shocks due to lead noise. High hv lead impedance was observed. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2016. The patient was stable.